Event description:
The customer reported that on (B)(4) 2012 an elevated cardiac troponin (accutni) result, in the risk stratification range, was generated from an access 2 immunoassay system for one patient sample. The erroneous initial accutni result was reported outside of the laboratory. This was the first draw in a series from the emergency room. The customer stated the patient was admitted to the hospital due to other health concerns, but not because of the initial elevated accutni result. Beckman coulter inc. Assessment of customer supplied data indicated that upon rerun of the sample on another access 2 system, an elevated but lower accutni result was generated. A corrected report was issued. Other patient assay results were not in question as part of this event. The test sample was collected in a lithium heparin tube, was stored at room temperature and was tested within 3 hrs of collection. The sample was centrifuged at room temperature prior to testing. Sample quality and volume is unknown. Beckman coulter inc. Assessment of customer provided instrument performance data indicated that the instrument assay quality control results recovered within the customer's established specifications prior to the event. System checks performed prior to the event met specifications. The customer indicated the generation of instrument incubator belt motion errors and sample carousel motion errors on the day of the event.

Manufacturer narrative:
Service was dispatched to the site for this event. Service replaced the incubator belt, and mixer assemblies. Upon completion of the necessary and verified repairs the instrument was returned back into operation.no cause has been determined for this event.